Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that "2 days post-procedure on (B)(6) 2023, the subject had blurred vision, non-serious, no treatment require." Additional information received did not indicates any issue with the preparation of the device or during the procedure. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported defects 'patient neurological deficit' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that 2 days post subject stent implantation procedure at right internal carotid artery-cavernous (c4 segment), the patient had blurred vision, non-serious, no treatment required. At adverse event start date & 3+w post events, both mrs & nihss 0. This adverse event is possibly related to study procedure, unlikely related to study device, not related to dual antiplatelet therapy (dapt), other stryker device, underlying condition/disease and has causal relationship to disease under study. No other information is available.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no adverse event. B5 - executive summary - updated. Section h1 type of reportable event - corrected - no serious injury. H6 device code grid - updated. H6 clinical signs code grid - updated. H6 conclusion code grid ¿ updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. A labelling review and risk assessment could not be performed as there was no allegation of failure or malfunction against the device. It cannot be confirmed that the device met specification, as the device was not returned. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that "2 days post-procedure on (B)(6) 2023, the patient had blurred vision, non-serious, no treatment require. Additional information received did not indicates any issue with the preparation of the device or during the procedure. Additional information was received on 05-dec-2023 which indicated this adverse event ae is unlikely to be related to study procedure and is not related to study device. As there was no allegation of failure or malfunction against the device an assignable cause of undeterminable will be assigned to the reported complaint. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that 2 days post subject stent implantation procedure at right internal carotid artery-cavernous (c4 segment), the patient had blurred vision, non-serious, no treatment required. At adverse event start date & 3+w post events, both mrs & nihss 0. This adverse event is possibly related to study procedure, unlikely related to study device, not related to dual antiplatelet therapy (dapt), other stryker device, underlying condition/disease and has causal relationship to disease under study. No other information is available. Additional information received on 05-dec-2023 stated that the adverse event of blurred vision was not related to subject device.

Manufacturer narrative:
H3 other text : the device is implanted in the patient.

Event description:
It was reported that 2 days post subject stent implantation procedure at right internal carotid artery-cavernous (c4 segment), the patient had blurred vision, non-serious, no treatment required. At adverse event start date & 3+w post events, both mrs & nihss 0. This adverse event is possibly related to study procedure, unlikely related to study device, not related to dual antiplatelet therapy (dapt), other stryker device, underlying condition/disease and has causal relationship to disease under study. No other information is available.